Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. Visual inspection did not note any anomalies. The device was tested on the bench and no anomalies were found. A longevity calculation was performed and normal battery depletion was found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the ER with syncope. Device interrogation revealed noise noted as r wave thus no r waves could be measured. No rhythms stored and no sensing available due to noise. It is unknown if syncope is related to the heart rhythm due to unavailable data from implanted loop. Device was explanted and replaced. The patient was stable.